Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps with needle was used in a biopsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the forceps did not cleanly take a bite but was tearing excess tissue. The procedure was completed with this device and the patient was discharged. On the same day, the patient experience bleeding and returned to the hospital. The patient went to the accident and emergency (a&e) department but was not admitted to the ward. On the next day, the patient experienced a small amount of bleeding and returned to a&e. Reportedly, no treatment for the bleeding was performed at a&e.